Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a clavicular crush on both leads. Another lead was implanted. No additional adverse patient effects were reported.